Manufacturer narrative:
The distributor replaced the vent engine, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The distributor reported the unit failed to be able to calibrate the vent engine, this causes an inability to start mechanical ventilation. There was no report of patient involvement.